Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction caused due to software issue. A field service engineer, confirmed that issue was resolved via rss and fixed remotely the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has memory issue.the customer stated that that there was a delay in accessing medications for the patient.there were no adverse events or injuries reported based on this incident.